Event description:
It was reported that the balloon was torn. A 6.0 x 220 x 150 sterling? Balloon catheter was advance for dilation. During the procedure, the balloon was torn at 6 atmospheres. The procedure was completed with another of the same device. There was no patient complications noted as a result of this event.

Event description:
It was reported that the balloon was torn. A 6.0 x 220 x 150 sterling? Balloon catheter was advance for dilation. During the procedure, the balloon was torn at 6 atmospheres. The procedure was completed with another of the same device. There was no patient complications noted as a result of this event. It was further reported that the 80% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. The balloon was torn during first inflation under the rated burst pressure, and the device was removed without any problem using the normal method.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information

Manufacturer narrative:
Device evaluated by MFR: the sterling balloon catheter was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 21cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon. This concludes the product analysis.

Event description:
It was reported that the balloon was torn. A 6.0 x 220 x 150 sterling? Balloon catheter was advance for dilation. During the procedure, the balloon was torn at 6 atmospheres. The procedure was completed with another of the same device. There was no patient complications noted as a result of this event. It was further reported that the 80% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. The balloon was torn during first inflation under the rated burst pressure, and the device was removed without any problem using the normal method.